Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. It was determined that the cause of the reported issue was the therapy connector. After replacing the therapy connector, proper device operation through functional and performance testing was observed. The device will be returned to use. The device or the removed therapy connector was not returned to physio-control for an evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while attempting to perform the user test with the quik-combo therapy cable connected to the device, the device displayed "connect electrodes". The user also reported that the therapy connector assembly on the device appeared to be loose. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.